Manufacturer narrative:
(B)(4).

Event description:
It was reported that during scheduled in-clinic follow-up, increased impedance and false episodes of ventricular fibrillation due to noise were observed. The noise was unable to be reproduced with inductive maneuvers. Programming changes were made. There were no consequences for the patient.

Event description:
New information received indicates that the increased impedance was for pacing lead impedance.